Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reseated the auxiliary video board- printed circuit assembly (avp) which resolved the issue, however the avp was replaced as a proactive measure. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and was functioned as expected. No root cause could be attributed to this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted thyroidectomy surgical procedure, the customer contacted technical support engineer (tse) regarding a repeated error 32209 that occurred at start-up. The customer hard power-cycled the system; however, the issue persisted. Onsite was not connected at the time of the call. The customer sent event logs and tse found error 317 and 40068 pointing to auxiliary video board- printed circuit assembly (avp). The procedure was aborted with no patient involvement.